Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed fracture of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was attempted to be replaced to address the issue. A portion of the lead remained implanted, but a new lead was placed. Therapy was restored post-operatively.